Manufacturer narrative:
A ge rep evaluated the system and repaired it. The system operates as intended.

Event description:
The customer reported the system displays are black and there is noise coming from the x-ray tube. No pt injury was reported.